Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in air/water cylinder, air/water tube and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The foreign object found on the lg (light guide) lens was not on the outer surface of the scope and could not be removed by reprocessing. It is speculated that physical stress caused by hitting the tip of the scope or dropping it, or chemical stress caused by the chemicals used, caused the adhesive around the lg lens to come off, allowing moisture to get into the lg lens and cause corrosion. The foreign object in the cylinder and tube could not be identified from the information obtained. No physical damage was found in the area where the foreign object remained. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): light guide lens foreign material: the event can be detected according to the following IFU. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Internal foreign material: such events can be detected and prevented by following the IFU. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance for this device.